Manufacturer narrative:
The customer's complaint that the thermogard console (sn (B)(6) displayed a mid:09 (air trap assembly) message was confirmed during functional testing and archive data review. The root cause of the reported complaint was a failed air trap sensor block due to glycol spillage into the air trap. An event log data review revealed a mid:09 error message, confirming the reported complaint. During functional testing, the thermogard console displayed a mid:09 error message, confirming the reported complaint. The air trap sensor block was replaced to remedy the fault. Following the service, the thermogard console passed the final functional test and electrical safety tests without any errors. Historical complaints were reviewed for service information related to the reported complaint, and no similar complaint was reported for the thermogard console with sn (B)(6).

Event description:
As reported, the customer was unable to start the thermogard console (sn (B)(6). During the start-up kit (suk) placement, a significant amount of glycol spilled into the air trap. Following this event, a mid:09 (air trap assembly) error message was displayed on the console. It is unknown when the problem occurred. However, patient use information was requested but no additional information was provided.